Event description:
User reported conflicting results on same test. Received one positive and one negative. No information relating to any results or types of follow up testing on alternative platform provided.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation.